Manufacturer narrative:
(B)(4). This patient also reported peritonitis in april, addressed in a separate medical device report. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a regulatory report by the (B)(6) health authorities from (B)(6) of aseptic peritonitis in a patient coincident with extraneal viaflex therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced aseptic peritonitis, requiring an unspecified hospitalization. On an unreported date, the patient was treated for a total of 2 weeks with unspecified antibiotics, ip, and oral doses of ciproxin (ciprofloxacin) and mycostatin (nistatin). On (B)(6) 2010, the patient recovered from the event of aseptic peritonitis. On (B)(6) 2010, extraneal was stopped, however action taken was reported as "dose not changed." The reporting physician did not provide an opinion of causality.